Manufacturer narrative:
Section d1 brand name corrected d6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient. Investigation has been completed. The root cause of the controller failure was a purge pressure sensor malfunction.

Manufacturer narrative:
B5 revised.

Event description:
A 65-year-old female with a history of coronary artery disease (cad) presented for CABG and high-risk pci. An impella 5.5 device was implanted for hemodynamic support. During the procedure, the hemostatic valve on the peel-away sheath was noted to be leaking after the impella 5.5 passed through. Following advancement of the blue hub, the peel-away sheath was discarded by hospital staff, and the product was not available for return or further evaluation. The reported event involves a leak at the hemostatic valve of the peel-away sheath, which occurred after device passage. No device malfunction of the impella pump itself was reported, and the event appears isolated to the introducer sheath component. Without the returned product for analysis, the root cause cannot be confirmed. Potential contributing factors may include procedural handling or introducer integrity. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events. After 8 days of support the team observed the automated impella controller (aic) to alarm for a controller failure during the exchange of the purge cassette and bag. The alarm persisted after the exchange of the cassette and bag so, the team made decision to replace the aic. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. The bedside nurse performed the aic exchange without issue. The pump remained on for 2 more days and was then weaned and explanted. The patient has survived.

Event description:
It was reported that an automated impella controller alarmed when the purge cassette was changed. The alarm was resolved but recurred. The controller was exchanged for a new one to continue patient support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.